Manufacturer narrative:
(B)(4). The peritonitis was manifested by abdominal pain and cloudy fluid. Five days after the onset of peritonitis, the patient was discharged from the hospital. On the same day, the patient was admitted to rehabilitation center and went on hospice. Approximately two months after the onset, the patient began treatment with vancomycin (2 gram every other day) for peritonitis. Five days later, the patient discontinued the vancomycin therapy. It was reported that, the patient did not recover from cloudy effluent and peritonitis at the time the patient passed away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and subsequently passed away due to the peritonitis. The cause of peritonitis was unknown. Seventy days prior to the date of death, the patient was hospitalized for the peritonitis. Treatment was not reported. Two days prior to death, dianeal therapy was discontinued. Subsequently the patient passed away due to the peritonitis. It was not reported if an autopsy was performed. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd896316 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).